Event description:
The physician was doing a right superficial femoral artery procedure and was unable to get the wire across, so he decided to go in with an outback catheter. Physician utilized another wire and went into the outback and the outback would not cross the 100% occluded superficial femoral artery. He took the outback out and re-flushed the device. He worked te mechanism back on the handle and was working the needle in and out as he was flushing it with the device, and the needle did not retract into catheter. The physician used another outback and the procedure was successfully completed.

Manufacturer narrative:
This product failure is subject of cordis voluntary recall. The complaint received states the outback ltd catheter handle "broke" and the needle would not retract during the procedure. No patient specific information was provided. The target lesion was right superficial femoral artery (sfa) described as 100% occluded. The physician was unable to cross the lesion with only a guidewire and decided to use an outback device. The outback was introduced without difficulties, however, it would not cross the lesion. The device was removed and the physician was reflushing the device, outside the patient, and actuating the handle when he noted the needle would not retract. The account stated, "the handle was broken and the needle would not retract". The device was not used again; another outback was used to complete the procedure successfully. There was no reported injury for the patient. The device was returned for analysis. One non-sterile outback was received coiled inside a plastic bag. The cannula was separated from the inner key. Welding evidence was found between the cannula and the inner key. Dry blood was found on the inner key. No anomalies were found on the outback handle. Functional analysis could not be performed due the conditions of the shaft (separated). Device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The broken handle failure reported by the customer was not confirmed. However, the cannula was found separated from the inner key. The exact cause of the separation between the cannula and the inner key could not be conclusively determined. Action taken: CAPA was open to address this type of failure on outback family. The complaint of needle retraction difficulty was confirmed on analysis. The cause of the needle retraction difficulty was separation between the inner key and the cannula; however, the root cause for the separation could not be identified. The above noted CAPA has been opened to address this type of failure on the outback catheter family.